Event description:
The lay user/patient contacted lifescan alleging that the one touch ultralink meter had the following unresolved buttons issue: "ok button not working". There were no allegations of harm or injury.